Event description:
It was reported the patient had loss of urinary control post implant. As a result, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. Section d6b: date of explant is estimated.